Event description:
Customer reported the cross-arm brake won't lock. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and placed the brake lock handle on order. It is anticipated that the replacement of this part will restore the system to operating as intended.